Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory confirmed that the pacing impedance measurements had been below 200 ohms since implant. The device declared ¿one year remaining¿ on (B)(6) 2014 and neither elective replacement indicator (eri) nor end of life (eol) had been declared. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested in both bipolar and unipolar configurations. The measurements were outside of normal limits, indicating an anomaly. Further review of the memory and daily measurements revealed that a potential shorted condition had occurred. An x-ray of the device did not show any irregularities. The device case was opened. High power visual inspection of the internal circuitry found a piece of foreign material in contact with two of the capacitors. Detailed analysis revealed that the foreign material was causing a high current drain, resulting in the clinical observations. The foreign material was tested and confirmed to be from the manufacturing process. The observation/behavior has been reported to our engineering and manufacturing departments and we will continue to monitor field observations for similar reports.

Event description:
Boston scientific received information that this pacemaker presented with pacing impedance measurements less than 200 ohms and loss of capture at maximum outputs. It was also noted that the device battery had reached end of life (eol). The patient is not pacemaker dependent so the loss of capture did not result in any adverse patient effects. A revision was performed and it was discovered during testing that the right ventricular (rv) lead could only pace in unipolar mode. Both the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.